Manufacturer narrative:
The s/n label located between the belt clip rails has rubbed off and become illegible. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. The reservoir retainer ring was glued back onto the reservoir tube lip; it is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment ring had detached. Customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.